Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / the expelled portion of the essure device was removed / small metallic coil in the left inferior quadrant omentum') and device dislocation ('migration / expelled essure device from right fallopian tube fimbriated end') in an adult female patient who had essure (batch no. 841535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, fibromyalgia, psychological trauma, weight increased, nausea, headache, fatigue, gastrointestinal disorder, migraine and visual impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2013 (noted discrepancy). Plaintiff received treatment for pain, bleeding, breakage/ expulsion, psych injury, migration, other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, fibromyalgia, psychological trauma, weight increased, nausea, headache, fatigue, gastrointestinal disorder, migraine and visual impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2013 (noted discrepancy). Plaintiff received treatment for pain, bleeding, breakage/ expulsion, psych injury, migration, other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage/the expelled portion of the essure device was removed/small metallic coil in the left inferior quadrant omentum') and device dislocation ('migration/expelled essure device from right fallopian tube fimbriated end'). In an adult female patient who had essure (batch no. 841535), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo this test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"). And visual impairment ("vision problems"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, fibromyalgia, psychological trauma, weight increased, nausea, headache, fatigue, gastrointestinal disorder, migraine and visual impairment outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2013 (noted discrepancy). Plaintiff received treatment for pain, bleeding, breakage/expulsion, psych injury, migration, other injuries/symptom. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: lot number was added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), nausea ("nausea"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pelvic pain, abdominal pain, back pain, fibromyalgia, psychological trauma, weight increased, nausea, headache, fatigue, gastrointestinal disorder, migraine and visual impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, fatigue, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2013 (noted discrepancy). Plaintiff received treatment for pain, bleeding, breakage/ expulsion, psych injury, migration, other injuries/symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), breakage, fibromyalgia, migration, fatigue, gi conditions, migraines, headaches, nausea, weight gain, vision problems, plaintiff did not undergo this test no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.